Event description:
It was reported the patient woke up with a ¿loss of therapy¿ the morning of report. It was stated the patient experienced an ¿informational screen with stick figure of person¿ indicating ¿poor communication.¿ additional information reported the patient¿s ¿left shoulder was more rigid¿ while using settings group b. It was further reported the patient had a rigid ¿facial expression.¿ it was noted the patient¿s implants were ¿on and ok for battery level and stimulation.¿ it was stated there was an ¿issue with the antenna¿ and that the patient programmer was ¿able to communicate with each implant by itself.¿ a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389s-40, lot # v946968, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # va0074g, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID neu_unknown, serial # unknown, product type unknown. (B)(4).